Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number and complete facility address were not available. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the device had heat and could not secure/lock the cutter device. It was further determined that the device failed pretest for handpiece temperature assessment and cutter lock assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device had abnormally high temperatures during the demonstration. It was further reported that the device was a commercial sample. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.